Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and advised that the power supply was the suspected problem, he replaced the power supply and kept the unit under observation. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) was intermittently not powering on. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Updated sections: b4, g2(health prof added), g3, g6, h2, h10, h11 corrected sections: b5, b6, b7, d1, d10, h6(health clinical & impact).

Event description:
It was reported that prior to patient patient use, the cs100 intra-aortic balloon pump (iabp) was intermittently not powering on. There was no patient involvement reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit. The fse suspected that there was an issue with the power supply. The fse replaced the power supply and kept the unit under observation to confirm if the problem was intermittent. Once the issue was confirmed, the power supply was removed. The customer repaired the power supply. Repair information was not provided. The fse performed all functional and safety checks to meet factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
N/a.